Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check belt and check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt, check therapy electrode alarms) has been confirmed. Upon investigation dual micro-power op amp u703 had no output, which caused the reported electrode belt alarms. The cause for the lack of output from u703 was isolated to shorted pins on microcontroller u713. The root cause for the shorted pins could not be positively identified. No adverse event resulted from the shorted pins on microcontroller u713. The pt received a replacement electrode belt.